Manufacturer narrative:
Na qc on the day of the event did exhibit low recovery below the lab's established ranges. A field service engineer (fse) went on-site and replaced the na reference electrode and verified performance. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical system on 3 patient samples. The erroneous results were not reported outside of the laboratory. When the issue was noticed, the instrument was recalibrated and samples were rerun which gave higher results and those were reported outside of the laboratory. There was no affect to patients with regard to this event.